Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: a manufacturing record evaluation was performed for the finished device product code: 02.127.170s. Lot no: 6434p02. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 12-jul-2023. Manufacturing site: jabil grenchen. Expiry date: 01-jul-2033. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the device was found cross threaded from the head threads and heavily stripped from the threads on the shaft. Damage (burr) upon receipt cannot be confirmed due to the device showing evidence of previous usage and handling, additionally with the information provided is not possible to determine the conditions in which the device was opened. Also, the investigation was not able to find breakage of the device. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces like, slight off-axis assembly and/or forcing the assembly of the device while is not correctly threaded. With the evidence provided is not possible to determine a potential cause, however the investigation suspects improper/heavy handling of the va lockscr ã¸3.5 self-tap l70 sst. A dimensional inspection was not performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. However due to the damage observed is reasonable to confirm that the device would not work as intended by design. The overall complaint was confirmed as the observed condition of the va lockscr ã¸3.5 self-tap l70 sst would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate. H4: device manufacture date corrected.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in netherlands as follows: it was reported that on (B)(6) 2024 during a procedure it was difficult to screw in the screw. Another screw was used without any problem. There was no patient consequence. The procedure was delayed for five (5) minutes. This report is for one (1) 3.5mm variable angle locking screw slf-tpng/strdrv/70mm. This is report 1 of 1 for complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that a screw with a suspected 'burr', which caused the winding to break when screwing in.